Event description:
It was reported that the patient experienced discomfort due to the implantable cardiac monitor so it was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5592 implantable pacing lead: (B)(6) 2010. 5076 implantable pacing lead: (B)(6) 2010. (B)(4). -